Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the x-rays by a depuy (B)(4) product development engineer confirmed the complaint. The engineer stated it appears there could have been some superior migration and mild cuff tear at the index surgery. Provided information from rep stated the surgeon suspected a rotator cuff tear. A search of the complaint database found no prior reports for both of the reported this part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The pt was revised because of dislocation (B)(6) post op. During surgery, the glenoid was found to be completely loose at the cement/implant interface. Depuy cement was used in the primary surgery.